Manufacturer narrative:
Pump passed all operating currents tested with in the specification range and passed off no power test. Pump was monitored and tested with no blank display and no failed battery test noted. Pump received with stripped battery cap coin slot (p), cracked battery tube thread, and cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had battery cap anomaly. Customer's blood glucose at time of incident was 130 mg/dl. Customer stated that they are unable to remove the battery cap on their pump. The customer doesn't hve a large flat head screewdriver to use for removal. The customer was advised to get a flathead screwdiver and attempt another try to remove battery cap. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 300 mg/dl. The customer stated that small crack on the top of the battery housing near where the battery cap goes into the pump mihg hvae caused by trying to removed the battery cap from pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.